Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, and the customer was unable to clear it. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn(B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the ua07 was due to a failed load cell. The cracked covers and failed load cell were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in 2007 and is over 16 years old, well past the expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, cut head restraints, a cracked power button, a large crack on the top cover, and a broken screw well area on the front enclosure were noted. The observed physical damages appear to be the characteristics of user mishandling, such as a drop or wear and tear. The damaged parts were replaced to address the physical damages. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data indicated several ua07 messages around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the reported complaint. The failed load cell was replaced to address the reported ua07. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).